Manufacturer narrative:
Examination of AED serial number (B)(6) history record for this event and surrounding event on (B)(6) 2023, indicated there were no errors during the event. Shocks were advised and delivered. The records before and after the event were reviewed, no error or malfunction were identified. The AED functioned as designed; no aedmalfunctions were evident.

Manufacturer narrative:
The investigation into this event is ongoing and the root cause is not currently known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Defibtech was notified by an emergency medical service department of a rescue attempt on a 25-year-old female patient where a second AED was used after the first AED reported a low battery. They stated the second AED also reported a low battery. They reported that each AED delivered a shock to the patient, and that the patient was successfully defibrillated and survived to the hospital. This MDR is being filed for the first AED. The second AED is being filed under MDR 3003521780-2023-00019.